Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) along with the watchman delivery system (wds). Blood was on the device as received. The valve was opened (loose) as received. The hub, shaft, and tip were examined. The was was stuck at the hub of the wds 43 cm from the hub of the wds as received. There were numerous kinks along the shaft of the device. The tip was folded over on the shaft which exposed the inner liner. The tip of the inner liner was slightly buckled and delaminated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable on analysis completed on 01/05/2017. It was reported that there was resistance during advancement. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. A 27 mm watchman laa closure device & delivery system (wds) was advanced into the was, but resistance was met and it could not be advanced more than 10 cm into the proximal end. It was thought the wds was possibly damaged. It was removed and a second wds was advanced in the same was without issue. The watchman closure device was deployed and the procedure was completed successfully. There were no patient complications reported. The patient's condition was fine. The physician and fellow later attempted to pass the first wds into the was outside of the patient. This took great force and eventually they deployed the device and released it onto the back table. It was reported there was no damage to the was prior to packaging for return. However, returned device analysis of the was revealed the inner liner was damaged.